Event description:
It was reported that the ventricular assist device (vad) driveline cover was hardening, however the patient was able to pull it back. It was noted that the controller exhibited a controller fault alarm due to internal battery. The driveline cover needed to be removed therefore the patient was scheduled to return to the clinic and have the driveline cover removed. It was also noted that the patient had no alarms. The controller was exchanged and the driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿controller; model#:1420/ catalog#: 1420 / expiration date: 30-sep-2020 / serial or lot#: (B)(4); device available for evaluation: no; mfg date: 09-sep-2019; labeled for single use: no; (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was medically prepared for the driveline cover removal, and the driveline cover removal servicing was performed. It was noted during servicing that the driveline cover did not pull back easily. The driveline cover was removed, and the site chose to not replace the driveline cover in order to not stop the vad.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Continuation of d9: z-0746-2023,z-0747-2023,z-0748-2023,z-0744-2023 ,z-0743-2023,z-0742-2023,z-0745-2023 product event summary: the driveline boot cover of an unknown lot number was returned for evaluation. The controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the driveline cover's inspection documentation could not be conducted since the lot number was unknown. There was no evidence that the driveline boot cover with unknown lot number associated with (B)(6) had previously been serviced. On-site inspection of the driveline cover revealed that the boot cover was hardened and was difficult to move. Visual inspection of the returned device revealed that the driveline cover was received in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Visual inspection also revealed slight discoloration and foreign material within the driveline boot cover. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. As a result, the reported difficulty removing driveline cover event was confirmed. A driveline cover removal was performed to mitigate the reported condition. Log file analysis was not conducted since log files were not available. As a result, the reported controller fault alarm event could not be confirmed. A possible root cause of the reported foreign material event can be attributed, but not limited, to the handling of the device. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to contamination/foreign material between the driveline connector and driveline cover, leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. Additional products: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.